Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the patient experienced a blood glucose ranging from 20 mg/dl to 313 mg/dl because of an inaccurate delivery issue. Reportedly, the patient discontinued the insulin pump, but did not want to troubleshoot the pump at the time of the call. No further information was given. This report is being made due to the bg excursion the patient experienced while on insulin pump therapy.